Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose for several days. The customer was hospitalized on (B)(6) 2017 at 9:30 a.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was over 378 mg/dl. They were treated with several bags of dextrose. They were released once their blood glucose level went down. Their current blood glucose level was 150 mg/dl. The customer was not connected to the insulin pump and was currently using their old insulin pump. Minimal troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. No unexpected delivery alarms noted during testing. The insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. The device was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.